Event description:
The reporter contacted animas on (B)(6) 2014 reporting an insulin on board (iob) issue. The reporter stated that the insulin on board is not showing up for the moment of the four hours programmed. The reporter stated that they noticed this yesterday and is having to calculate this each time when they give a bolus. The reporter stated that the patient¿s blood glucose (bg) was 18mmol/l with polydipsia and polyuria. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) reviewed the pump and it was determined that the iob duration was not set as expected. This report is being made due to the hyperglycemic event the patient experienced that resulted from incorrectly setting iob duration.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: reboots were observed between boluses on date of reported issue. Daily insulin delivery totals correctly reflect user's programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required specifications. The pump settings confirmed the iob was set to 4 hours. Insulin on board correctly reflected boluses performed during testing. There was no damage found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. Pump powers on normal with no alarms. No power issues occurred during testing. The battery cap contact height and width was found to be in specifications. The pump was opened and no damage was found to the power circuit. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient deciding to put a different bg value in ez bg and not use the suggested dose the pump recommended).